Event description:
It was reported that when a "wireless battery module is placed on a pump, the pump will start up, but then stop." The customer stated that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and evidence of fluid intrusion was observed. Corrosion was found on the printed circuit board and the wireless module flex. This caused the attached pump to alarm for "check battery", which prevents the module from performing as expected. Further evaluation found that an inadequate amount of sealant was applied to the case of the wireless battery module.